Event description:
Intracranial ischemia/infarction at the posterior aspect of the left caudate head. On (B)(6) 2011, pt had bilateral implantation of medtronic 3387-s40 cm leads for progressive dystonia. Clinical testing was undertaken in the operating room and the physician were satisfied with the lead placement. MRI planned for (B)(6) 2011. Follow-up MRI of brain on (B)(6) 2011, showed expected position of the dbs leads. Tips in the region of the bilateral globus pallidus interna. Small focus of ischemia/infarction at the posterior aspect of the left caudate head, with a small band of abnormal signal leading to the dbs lead tract. This may be the result of disruption of a small artery.